Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending artery (lad) with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2.00x12mm nc balloon. Then, the 2.75x38mm xience prime stent delivery system (sds) was advanced to the target and the stent was implanted and was post dilated with a with a 3.00x12mm nc balloon to 16 atmospheres; however, a distal edge dissection was observed. Therefore, a 2.75x15mm xience v stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure reported. No additional information was provided.